Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. There was no reported impact to customer's blood glucose level. Reportedly, the customer began filling the cartridge with 250 units of insulin instead of 300 units of insulin and the reported issue resolved.